Event description:
The facility reported that the pump underdelivered during biomed testing. During service, the baxter technician reported that the device underdelivered. The hospital representative stated that there was no report of pt incident since the last baxter service event. No add'l contacts were provided.